Event description:
A tandem mobi cartridge alarm was reported by the caller. Blood glucose levels did not exceed 500 mg/dl and remained within normal range. Customer continued using existing cartridge. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.